Event description:
It was reported that during use with bd maxplus¿ extension set the device was occluded. New device introduced and there was no additional patient impact. The following information was provided by the initial reporter: it was reported by the customer that bd max loop would not flush to initiate infusion. No known harm to patient, delay in care due to removal and new product introduced.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11-sep-2023. H.6. Investigation summary: two samples model mp5303-c, lot 23019104 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer for one sample and female luer for the other sample. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5303-c, lot number 23019104 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA, report # 3600840000-2023-8050. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus¿ extension set the device was occluded. New device introduced and there was no additional patient impact. The following information was provided by the initial reporter: it was reported by the customer that bd max loop would not flush to initiate infusion. No known harm to patient, delay in care due to removal and new product introduced.